Event description:
Fractured pedicle screw is in rptr's spine. Drs think rptr needs a 3rd operation. The broken screw can not be removed without putting rptr forever in a wheelchair. Now experts tell rptr that his back is getting weaker. Rptr's head rings 24 hours a day. Rptr is becoming disabled because of this experimental device.